Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00183 on october 4, 2016. On 10/05/2016 additional information: patient information was provided as follows: sample 1: female, (B)(6) years; sample 2: male, (B)(6) years; sample 3: male, (B)(6) years; sample 4: male, (B)(6) years; sample 5: female, (B)(6) years; sample 6: female, (B)(6) years; sample 7: female, (B)(6) years; sample 8: female, (B)(6) years; sample 9: female, (B)(6) years; sample 10: female, (B)(6) years; sample 11, female, (B)(6) years; sample 12, female, (B)(6) years; sample 13: female, (B)(6) years; sample 14: female, (B)(6) years. The physician questioned the initial results. Repeat testing was not performed. Patient treatment was not prescribed or altered. The quality control (qc) was in range at the time of the run. The serum samples from the fourteen patients can not be returned to the manufacturer site for testing and investigation due to (B)(4) customs. Siemens healthcare diagnostics has requested additional information.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00183 on october 4, 2016. Siemens filed the MDR 1219913-2016-00183 supplemental report on october 11, 2016. On 10/05/2016 additional information: the customer was using calibrator lot ca90. The quality control data was provided at the time the patient sample was tested. The quality control (qc) was in range at the time of the run. Qc data: randox control lot 1575c: 14.66 pmol/l, (mean 15.276, +/=2sd range 13.476---17.076); randox control lot 1508c: 29.49 pmol/l, (mean 28.78, +/= 2sd range 24.98---32.58). The fourteen patient samples were not retested. The customer ran approximately 150 samples that day. The serum samples from the patients can not be returned to the manufacturer site for testing and investigation due to china customs. Therefore, the cause can not be determined. The cause for the discordant ft3 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant ft3 results is unknown. Siemens healthcare diagnostics has requested additional information and also requested if the patient samples are available for further testing and investigation. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp ft3 results were obtained on samples from fourteen patients during physical examination. The ft3 results were considered discordant with the ft4 and tsh3-ultra results that were within the euthyroid reference range. The fourteen samples were from healthy individuals. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ft3 results.